Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the device. The graphic user interface (gui) printed circuit board (pcb) was replaced as part of the field corrective action. There are no parts being returned for investigation.

Event description:
Covidien received information stating that while in use on a patient a 980 ventilator was making a ticking sound. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The evaluation of the device is ongoing. (B)(4).